Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient started having an adaptive stimulation issue a couple of weeks ago ((B)(6) 2018) and said that the issue was that it was not staying on the right position. Additional information was received from the patient on 2018-aug-02. It was reported that the cause of the device not staying on the right position was unknown. Additional information received from the patient reported that he lost a program and a position in adaptive setting (as) setting. A manufacturer representative (rep) was notified to meet with the patient for reprogramming. There were no further complications reported or anticipated.